Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was installed on an in-house system and failed the recognition test. The instrument information found in the dallas chip could not be detected. Note: an error stating "instrument not recognized. Remove and reinstall." With displayed error code 282. The instrument information displayed on the in-house system indicated the instrument was not detected. Visual inspection was performed and found no corrosion on dallas chip. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument was not recognized by the robot. Tested on all arms, without success. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer did not recognize thermal damage on any arm, tested multiple times. The damage was noticed later, when testing the item and did not recognize it. No arcing was observed during the procedure. The patient didn¿t experience any injury.